Event description:
It was reported by service report that the headboard was cracked around the outer edge leaving a sharp edge. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: headboard.